Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the atrial lead exhibited noise and no sensing or capture at implant. The lead was removed and replaced.